Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during prime. The caregiver (cg) stated that they already changed out the cassette. The technical service representative (tsr) reminded the cg that if there was a need to change out anything the entire set up needs to be changed not just the cassette. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was informed the hp did not start over with new solution bags and was requested to retrain the patient/cg. The rn stated the hp has had no injury or medical from this incident. The rn stated the hp has been performing therapy successfully. There were no further details.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error, reuse of single-use product issue was confirmed because the patient reported during trouble shooting of an alarm situation, the patient switched the cassette only and reused rest of the disposable set. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.